Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2013. According to the complainant, during unpacking the box labeled 20fr push g-tube, was loaded with a 24fr pull g-tube. The physician proceeded with the procedure using the 24fr pull g-tube, however, it was unsuccessful. The procedure was completed with hospital supplied 20fr push g-tube. The peg tube was checked for placement and was fine. The next day, the patient was admitted to ER due to shortness of breath. The patient was diagnosed with pneumothorax and later expired on (B)(6), 2013. Autopsy was not performed because the patient was under dnr. The physician stated the peg device did not attribute to the patient¿s death. The patient was admitted to the hospital with several pre-existing conditions that contributed to the patient's death. He stated that the patient had neurological issues, progressive weakness and aspiration pneumonia.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.